Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The cut pump was sent for investigation. A severe kink was noted near the kink protector. The laser continuity test failed at the kink protector. Additionally, a significant amount of biomaterial was noted on the impeller. There was no sign of blood ingress revealed after slicing the catheter near the motor housing. Further electrical testing confirms that one out of three electrical lines was open at the noted kink at the kink protector. The data log confirmed that on the 21st day of support, a fiber break trend was seen in all 5s parameters with active psnr alarm, which persisted until the end of the case. Also several pump stop with motor current spike to 1200 and alarm 119-impella stop. No abnormalities were reported on purge pressure parameters during the case. The cause of the pump stop issue was an open electrical line at kink protector. The cause of the optical signal issue was most likely damaged optical fiber line at kink protector due to kink in catheter. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: optical signal issue reported in effort of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The complainant reported that the patient is waiting for a heart transplant on impella 5.5 support. On day 21 of 5.5 support the impella lost placement signal overnight. Upon inspection there was still good motor currents and flows at p-5. Echo confirmed correct positioning. Alarms and signal were disabled, and decision was made to monitor. It was further reported that on day 26 of 5.5 support there was a high spike in motor current and then the impella stopped. The impella restarted but the plan is to exchange the 5.5. Not reportable for the placement signal as this issue does not affect the pump performance.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, on day 26 of 5.5 support there was a high spike in motor current and then the impella stopped. The impella restarted and later replaced. There was no patient harm.

Manufacturer narrative:
The investigation of pump stop has been completed. The cut pump was sent for investigation. A severe kink was noted near the kink protector. The laser continuity test failed at the kink protector. Additionally, a significant amount of biomaterial was noted on the impeller. There was no sign of blood ingress revealed after slicing the catheter near the motor housing. Further electrical testing confirms that one out of three electrical lines was open at the noted kink at the kink protector. The data log confirmed that on the 21st day of support. Also, several pumps stop with motor current spike to 1200 and alarm 119-impella stop. The cause of the pump stop issue was an open electrical line at kink protector.